Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot and no non-conformance related to the reported complaint condition were identified. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? --> no. Was procedure successfully completed? --> yes. Were fragments generated? --> unknown. If yes, were they removed easily without additional intervention? --> unknown. Patient status/ outcome / consequences --> no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc. Revision) required: --> unknown.

Event description:
It was reported that a patient underwent a lap gastric bypass on 3/1/2019 and suture was used. The suture disengaged from the needle. The procedure was completed successfully. No adverse patient outcome reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification for suture remnant and none was noted. Additionally, there are slightly marks on body that appears to be by use of surgical instrument. The end of suture piece was examined and there isn¿t sufficient impression at the swage end, resulting in the needle pull off. Per the condition of the sample received, the assignable cause is a light swage. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.